Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, the end user stated that the catheter eyelet where rough and scratching him. He stated the scratching caused him to get an infection. He reported that there was some slight bleeding which stopped before he went to the doctor. He was prescribed antibiotics.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.